Manufacturer narrative:
Date of event: the physician reported the patient experienced symptoms in (B)(6) 2018. The specific date was not provided. Device evaluated by MFR: device identifiers were not provided. Based on information provided, the foreign body alleged to be v.a.c. Whitefoam¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. The physician reported that post surgical procedure, one piece of black sponge and one piece of white sponge was inserted into the wound. The stickers provided by kci to document the dressings applied were not used. The v.a.c.® dressing was subsequently changed by the nursing staff on two occasions, and on both occasions, the nursing staff reportedly removed only the black sponge from the wound with no visual evidence of white sponge. This report is being filed due to possible use error. Device labeling, available in print and online, states: dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by he clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c.® whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 17-jun-2019, the following information was reported to kci from (B)(6) ref no. (B)(4): on the (B)(6) 2018, the patient underwent an exploration, washout and debridement of her right thigh wound, which found significant trauma with splitting of muscles due to a road traffic accident. V.a.c.® therapy was initiated and one piece of v.a.c.® granufoam¿ dressing and one piece of v.a.c. Whitefoam¿ dressing were placed into the wound. The patient underwent two subsequent dressing changes. Once satisfactory healing was seen, the patient returned to theatre for split skin grafting of the wound. The v.a.c. ® dressing was taken off a few weeks later, and the patient was discharged shortly afterwards. In (B)(6) 2018, the patient experienced a blister that formed on the graft which allegedly oozed pus. Upon examination of the patient's wound, a retained foreign material alleged to be v.a.c. ® dressing was observed. The foreign material was removed, and the patient is recovering. On 08-jul-2019, the following information was reported to kci by the ward manager: on (B)(6) 2018, the patient sustained a right lateral thigh injury with skin flap, tibial plateau fracture, c2 and c3 osteophyte fracture, and right hand 4th and 5th metacarpal neck fracture after a road traffic accident. On (B)(6) 2018, the patient was taken to theatre for exploration, washout and debridement of her right thigh wound. Per the operative notes and adult perioperative document, an activac¿ therapy system was applied in theatre with one piece of v.a.c.® granufoam¿ dressing and one piece of v.a.c. Whitefoam¿ dressing inserted into the wound. The stickers provided by kci to document the dressings applied were not used. The nursing staff reportedly removed only the black sponge from the wound with no visual evidence of white sponge during the two v.a.c.® dressing changes. The nursing staff documented the wound appearance as healthy surrounding skin and granulating wound bed. On (B)(6) 2018, v.a.c.® therapy was discontinued. Once satisfactory healing was seen, the patient was returned to theatre for split skin grafting of the wound. The skin graft was checked at five days post surgery and was 100 percent take, and the patient continued with conventional dressings and no issues with wound healing. In (B)(6) 2018, the patient's right thigh wound started blistering and oozing pus. By (B)(6) 2019, the patient was becoming increasingly concerned and sought advice from a family friend who is a plastic surgeon. A subsequent visual examination revealed the retained foreign material and a direct referral to theatre was accepted. On (B)(6) 2019, an ultrasound scan was performed and a retained foreign object beneath a healed skin graft was confirmed. On (B)(6) 2019, the foreign material was surgically removed and antibiotic therapy was initiated. The patient had a good recovery. The ward manager also stated the event may have been contributed to use error and that the incident was potentially avoidable as there was substandard documentation of dressing inserted in theatre and the systems and process that support this documentation through patient care journey were not robust and rigorous. It was also noted that the foam can be difficult to identify "once stained with blood, tissue fluid and new tissue growth." For this incident there was no bleeding noted. The v.a.c. Whitefoam¿ dressing was not returned and the lot number was not provided; therefore, a device evaluation and a device history review could not be performed.